Manufacturer narrative:
Sc-2317-50 (sn: (B)(4)) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cable was fractured at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. No cables are exposed at the fracture site. Sc-2317-50 (sn: (B)(4)) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture locations. Sc-4318 (ln: 20768286) device evaluation indicated that the clik x anchors revealed no anomalies.

Event description:
A report was received that the patient was experiencing loss of stimulation due to contacts on lead had high impedances. The patient underwent a revision procedure wherein the leads were replaced and the patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-50 serial#: (B)(4), description: infinion cx 50 cm lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation due to contacts on lead had high impedances. The patient underwent a revision procedure wherein the leads were replaced and the patient was reportedly doing well postoperatively.